Manufacturer narrative:
The device was not returned for analysis, however performance data collected from the device was reviewed . There was a connectivity issue with the mobile programmer system. It was reported the mobile programmer application crashed. There was an issue with the mobile programmer live rhythm monitor electrograms (egm), waveforms. Analysis of the mobile app logs indicated a usability issue the common application crashed. This complaint could not be confirmed based on log files. The most likely root cause was not established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when using the mobile programmer during an implant the leads were plugged into the device and impedance was performed. The mobile programmer then lost market channels and was unable to run anymore tests. The mobile programmer lost connection with device not the patient connector. The mobile programmer showed a good connection between patient connector and tablet and mobile programmer. The application gave a white screen on the tablet with the message ¿unexpected error occurred. Close the application and contact a representative¿ the mobile programmer was shutdown to re-establish a connection between the wand and analyzer. When closing the user had to remove a sterile sleeve to reconnect with implanted device. The mobile programmer remains in use. No patient complications have been reported as a result of this event.